Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit arrived with a blank display, however, problem was resolved when pushing the battery connector upwards towards the cap. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement, and self test. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture was found on electronic assembly. Unit was received with: corroded battery tube, scratched case, cracked case, battery tube threads - cracked, cracked keypad overlay, cracked case ¿ display window corner, cracked case (battery tube), broken battery tube threads, pillowing keypad overlay, and label damage. In summary, customer allegation for cosmetic damage on the battery tube compartment was confirmed during visual inspection when cracked case (battery tube), broken battery tube threads, and battery tube threads - cracked were noted. In addition, blank display was noted due to a damaged battery tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was partially performed and found crack on the back of the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. The product mmt-1885 returned for analysis.